Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08720 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The units remaining in the status screen matches the test reservoir volume. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, scratched reservoir tube window and scratched keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing low blood glucose of 20 mg/dl and collapsing after changing reservoir; customer was found unconscious. Patient went to the emergency room on (B)(6) 2019 and was treated with intravenous, food and glucose tablets. Customer believed that insulin pump was over delivering insulin. Troubleshooting was performed and customer reported that reservoir is showing more insulin than what is shown on the status screen. Insulin pump is expected to return for failure analysis.